Event description:
Incident reported as: during same surgery the handle was blocked. Three appliers defective. No patient injury and/or intervention reported. No further info available.

Manufacturer narrative:
Device sample requested but not received. Investigation report not available at time of this report.